Event description:
The pt was returned to the o.r. For general bleeding. Upon return to the room the rvad flash test, which detects empty was absent. After contacting the manufacturer's clinical specialist a kink in the cannula was suspected and the pt was returned to the o.r. Upon opening the pt a kink in the cannula was found, corrected and the pt was closed.